Manufacturer narrative:
The field complaint of the ac power adapter being burned was verified. Visual inspection found the ac adapter plug was burnt and damaged and found no damage on the main circuit board. No damage found on the outer plastic housing of the transmitter.

Event description:
It was reported that the patient's merlin@home transmitter power cord was burned. The patient status was unknown.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.